Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon functional evaluation, and no leaks were identified; however, the pump did not pass visual examination as it kink resistant tubing (krt) was worn to the filament. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) is not working properly as its valve appeared to be sticky. A surgical procedure was performed, during which the component was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) is not working properly as its valve appeared to be sticky. A surgical procedure was performed, during which the device was removed. There were no patient complications reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) is not working properly as its valve appeared to be sticky. A surgical procedure was performed, during which the component was removed and replaced. There were no patient complications reported.